Manufacturer narrative:
One device was returned for repair in used condition with complaint of failed occlusion test. This device has not been serviced in the past. When conducting functional testing, the sensor became stuck at 1mv, preventing it from performing the required no disposable attached and pressure testing. The customer reported a "failed occlusion test" was duplicated. Visual inspection revealed that the downstream occlusion sensor had fluid ingression. Replaced dso sensor with dso seal, and contaminated latch flex sensor. Customer¿s reported problem, failed occlusion test, was verified by visual inspection. The cause is the corrosion on the dso sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date (B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed occlusion testing. There was no patient involvement, and no harm/adverse event was reported.